Manufacturer narrative:
The customer elected to purchase a new glidescope titanium video cable and discarded the video cable associated with this event. The video cable was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. Since the video cable is not serialized the device history and the previous history of the video cable could not be reviewed. Corrective action is not required.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium video cable, the image on the monitor would flicker due to a worn connector on the video cable. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.